Manufacturer narrative:
Additional information: section h imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Correction: section d medical device model, unique device identifier (UDI), section g manufacturing location, reporting source. The reported condition of "drawer off bus" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that main drawer 3.1 and all cubies were not detected on the bus. The failure occurred during a dispensing workflow. The light on the module controller indicated that communication with the row boards was off. The fse inspected the retractor band cable and replaced it to resolve the issue. Using diagnostics, the fse verified that the drawer and cubies functioned properly. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 120547-01: was received with the black marks and copper strands exposed. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 120547-01: the testing from dchu was not necessarily due to the thermal damage observed during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "drawer off bus" was determined as follows: crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. The damaged "assy cbl pyxibus 6 drawer" (p/n 120547-01) which had signs of exposed copper strands which led to the observed thermal damage compromising the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. As per part investigation, it was determined that there was observed thermal damage due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie and assy cbl pyxibus 6 drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was off the bus. A field service engineer found that the main drawer 3.1 and all cubies were not detected on the bus. The field service engineer inspected the retractor band cable and replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was off bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.